Event description:
(B)(4). Initial report: this case was reported by the customer herself and involves a female pt. One week after application of sculptra (poly-l-lactic acid, batch-no unk) for cosmetic injection (location: under the eyes), she recognized granuloma at injection site. Additional info received on 15-oct-2007 and 16-oct-2007. Addendum provided by sales rep: application of sculptra was performed by a non-medical practitioner. The pt contacted another physician. He stated that the application was done too close at the eye; additionally too much material was applicated.